Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the knee. After a guidewire was passed through the lesion, a 1.2mm x 15mm x 142mm fg coyote fc mr (emerge) balloon catheter was advanced for dilation, however it could not be delivered. The physician tried to perform dilation at the area before the lesion, but the balloon ruptured. The procedure was completed with a coyote es balloon catheter. No patient complications were reported.